Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and multiple pump errors. Blood glucose was unknown during time of incident. No further details was given. Customer was advised a replacement will be sent. Device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. Unexpected restart, no external ram crc error and no blank display anomaly noted during test. (B)(4).